Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail shoulder screw and nut is missing from the latch. The technician replaced the side rail shoulder screw and nut resolve the issue.